Event description:
During a routine cardiac catheterization, aprox 1 1/2 inches of the tip separated from the shaft of a spyglass angiographic catheter. Fluoroscopy revealed that the tip had become lodged in the abdominal aorta. The insertion had reportedly gone smoothly, with no resistance noted. The radiologist advanced a 25 loop snare and was successfull in retrieving the separated tip, easily removing it from the body. The pt did not require surgery and was reported to be in satisfactory condition.